Event description:
It was reported that after the first five (5) minutes of treatment, an external blood leak was observed on a revaclear 400. Further described as blood was "pooling/leaking" at the top and bottom of the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added d9, h3 h6 and h10. The actual sample was available for return. The sample was found however to be compromised and could not be tested as the header caps of the sample was found to be cut off. The most contributing cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.